Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery due to fluid loss with his inflatable penile prosthesis (ipp). The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. It was added that the old reservoir was empty upon explant. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a replacement surgery due to fluid loss with his inflatable penile prosthesis (ipp). The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. It was added that the old reservoir was empty upon explant. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
Updates: this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 03:28 pm CT. The report number is being corrected from: 2183959-2018-61827 to: 2183959-2018-60768.

Event description:
It was reported that the patient had a replacement surgery due to fluid loss with his inflatable penile prosthesis (ipp). The ipp was explanted and a new device consisting of a 18cm x 12mm cylinders, pump and reservoir were implanted. It was added that the old reservoir was empty upon explant. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.